Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported resistance while advancing the thumb advancer and during sheath split was confirmed. The reported difficult to remove could not be replicated in a testing environment. The reported event appears to be related to use technique as a result of continued use of the device after resistance was encountered. The treatment appears to be related to procedure circumstance and there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic angiogram. Reportedly, resistance was felt during starclose se sheath splitting. The sheath did not split properly. The safety release mechanism was used to remove the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.